Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No number ramping anomaly or scroll bar anomaly was noted on the display. All operating currents were within specification and no unexpected low battery, battery out limit or off no power alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the numbers on the insulin pump were scrolling. Customer removed the batteries twice and received a battery out limit. Insulin pump then went back to home screen. Customer's blood glucose reading at the time of the call was 129 mg/dl. No further information reported.